Event description:
An alarm issue was reported with the adc device. Customer experienced a signal loss and was unable to receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced "twitching and flipping out" and was unable to self-treat, requiring treatment of "jelly babies and sugary drink" by third-party. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The user reported a signal loss issue with the freestyle librelink application. Attempted to replicate the issue using similar device configuration and was not able to reproduce the complaint. It has been determined that there were no issues with the librelink application that would have led to the complaint. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. Customer experienced a signal loss and was unable to receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced "twitching and flipping out" and was unable to self-treat, requiring treatment of "jelly babies and sugary drink" by third-party. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.